Event description:
The manufacturer received information alleging a ventilator had a low inspiratory pressure condition and would not power up. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's main board and active exhalation control module was replaced to address the issue.